Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor was giving a "system board failure conn" and multilink configuration error messages while in use on a patient. The patient was transferred to a different device so that the bme could troubleshoot the issue which was resolved by replacing the micro stream pod kit. There was no patient harm reported. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the g9 unit, but model and serial number information was noted as no information (ni) , as attempts to obtain information were made. No reply was received. Micropod, model #: ni, serial #: ni, device manufacturer data: ni, unique device identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the g9 monitor was giving a "system board failure conn" and multilink configuration error messages while in use on a patient. The patient was transferred to a different device so that the bme could troubleshoot the issue which was resolved by replacing the micro stream pod kit. There was no patient harm reported.